Event description:
In late 1998 and early 1999, I had lasik vision correction od and os. It was noted, but never disclosed to me that my corneal thickness was "borderline" and that I had signs of keratoconus in one eye. Within a few years after surgery, my vision deteriorated in both eyes - I wear contact lenses to correct my vision and it is barely legal for me to drive. My eyes are cloudy most of the time, very red and at night, I can barely see to drive. I see halos around all lights, oncoming cars, brake lights, headlights, street lights. Watching the television is difficult too. Everything in my life has been affected by this surgery!!!! Due to what has been diagnosed as post lasik ectasia by several doctors, my vision fluctuates, I have extremely dry eyes. I am partially disabled because I can not fulfill the duties of my jobs which include driving, seeing, shooting guns, spending hours on computers and keen visual acuity. I have had to take time off to see doctors from one state to another. I have to take time to rest my eyes every day. I have spent money on physicians -7 of them-, medical supplies. I have a box of data and files and all laboratory tests and data and am willing to travel anywhere to bring them to you or send them to you. Please contact me immediately.